Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4549 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (redx4549) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2020, the PICC was noted to be kinked which caused an occlusion in the catheter. It was stated that the catheter was pliable and soft that it formed weak spots and wouldn't flush even after straightening out the kink.